Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 17, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed an implanted lens which appeared to have damage travelling from the base of a haptic to the optic body. The nature and origin of the damage cannot be determined from photographic evaluation. Visual inspection revealed that the complaint lens was received coated in viscoelastic residue and cut in half with the two halves stuck together. The lens was cleaned, presenting with no further issues. Damage displayed in the photograph provided by the customer was not observed on the lens. The complaint issue "cosmetic issues" and "haptic damaged" were not identified during photograph and product evaluation. The observed "lens damaged" is similar to the reported complaint issue ""cosmetic issues". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. There is no indication of product deficiency or product malfunction. No escalation required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was received and it was learned that there was no cartridge tip breakage and the incision in the patient's eye was enlarged. The patient was not hospitalized and presents a good recovery. Postoperative results of 1.2 for uncorrected distance visual. No further information was provided. Section h6 -health effect - impact code: 4625 - additional surgery all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: +81 495-24-1121 section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded, toric, intraocular lens (iol) the surgeon noticed a scratch/ damage from the root of the haptic to the ocular surface. The iol was removed and replaced during the same procedure. The procedure was successfully completed. No further information was provided.